Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/06/2016 with the following findings: investigation revealed that the battery compartment was cracked in two places. Unrelated to the original complaint, investigation revealed the following: the base was cracked between the case seal and the keypad; the pump cover was cracked between the lens and the case seal; the display was dim and discolored; all keypad buttons were under responsive; the keypad cover was removed, revealing moisture corrosion on all the button contacts.